Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was disabled and in their sister's care. Their sister was not informed of the implant or told anything about it. They found the patient programmer, but didn't know anything about it. They said the patient had bladder issues; they wouldn't go for 8 hours, then still when they went to the bathroom they wouldn't go. They said this was noticed about a year prior or so. They said the patient had a high pain tolerance. Troubleshooting was not performed on the call as the caller did not have time. They were redirected to their healthcare provider to further address the issue.